Event description:
On 9/14/94, patient underwent c4-5, c5-6 and c6-7 anterior microdiscectomies and anterior interbody fusions using cadaver allograft, with c-4 to c-7 plate internal fixation. In september, 1992 patient complained of increasing neck pain, suboccipital headaches and occasional arm symptoms. Eight or nine months prior to explanation, patient symptoms. Eight or nine months prior to explanation, patient complained of hoarseness and loss of voice. Cervical spine films revealed solid interbody fusion from c-4 to c-7, but there had been backing out of the c-7 screws and also the screw that ws in the c6-7 interbody graft. On 4/4/94, she underwent removal of the previous c-4 to c-7 anterior segmental internal fixation device.7. Model no: plate - 241.55 screws - 3.5 12 mm x 3 18 mminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.